Manufacturer narrative:
This report is submitted on august 03, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced a lack of clinical benefit with device use, resulting in the decision to electively explant the device on (B)(6) 2017.